Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Discharge - vagina [vaginal discharge]. Bad odour - vagina [vaginal odour]. Bleeding - vagina [vaginal haemorrhage]. Lower pain - tummy [abdominal pain upper]. Tampon broke off inside [foreign body in reproductive tract]. Tampon broke [device breakage]. Consumer reported via phone that half of tampon had to be removed from vagina. No serious injury reported.